Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to relay additional information. The device was returned without the original packaging. Therefore, the reported event could not be verified - the condition of the products/packaging as received by the customer was unknown/nonverifiable. Based on the evaluation, device malfunction has not occurred. Additionally, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported devices/packaging that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or devices. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the products/packaging were within specifications and conforming when they left zimmer biomet. DHR review for the lot had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. The dhrs were further reviewed to verify if there were any observed damages prior to shipment of the devices. No nonconformance or related events have been identified. Complaint history review was performed for the reported lot number for similar events and no other complaints were identified. The device could not be functionally tested for the reported event (damaged packaging). Therefore, the reported event could not be recreated. The complaint is not related to the functional performance of the device. A definitive root cause could not be determined. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the products/packaging were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Initial reporter¿s email address is not provided / unknown.

Event description:
It is reported that during a procedure the doctor noticed that the tsvtb13 implant vial was not completely sealed. The procedure was completed with other implant.